Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The device allegedly displayed a connect electrodes alarm message when the operator attempted to charge the defibrillator and when the operator attempted to administer external pacing to the patient using the device. An automated external defibrillator was made available and used. No shocks were advised. The patient was not resuscitated. The reporter indicated the alleged malfunction did not likely cause or contribute to the patient's outcome. This opinion was based on the timely use of a backup defibrillator.